Event description:
It was reported, that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The pressure transducer printed circuit board (pcb) was found faulty and needed to be replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No logs were provided and replaced pcb was not sent for our investigation. Therefore further investigation was not possible and the root cause for the faulty pcb could not been identified.